Event description:
The user facility reported that during an unspecified procedure, the biopsy forceps cups would not close and it could not be withdrawn out of the endoscope. There was no pt injury reported.

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding the report, and was provided limited information; the suer facility staff reported that the subject device was used for a therapeutic colonoscopy. The biopsy forceps and endoscope was simultaneously withdrawn from the pt, as the biopsy forceps cups would not close. It is unk if th procedure was completed with a different device. The user facility staff further reported that there was no pt injury reported. The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the user's experience could not be determined. If additional and significant information is received at a later time, this report will be supplemented. This report is being submitted as a medical device report in excess of caution.